Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; the device was found to leak from the reservoir. The leak site was found at the drain fitting- a crack was found in that area. The visual inspection of the damage determined the device issue occurred due to user damage.

Event description:
It was reported the device leaked. No adverse effects reported.